Event description:
Needle broke off in patient during use. Needle also broke again when being surgically removed. No additional information was provided. ((B)(6) year old female spayed, aussie shepherd mix, (B)(6) pounds).

Manufacturer narrative:
Investigation report attached is on unused retained samples from same lot.

Event description:
Needle broke off in patient during use. Needle also broke again when being surgically removed. No additional information was provided. ((B)(6) female spayed, aussie shepherd mix, (B)(6))